Event description:
It was reported that two symptom events occurred that appeared unremarkable. Additionally, an episode of bradycardia with undersensing was observed. The duration of the bradycardia episode could not be determined. The events were reviewed and documented accordingly. The insertable cardiac monitor remains in service, and no adverse patient effects were reported. The icm was explanted and returned for analysis.

Event description:
It was reported that two symptom events occurred that appeared unremarkable. Additionally, an episode of bradycardia with undersensing was observed. The duration of the bradycardia episode could not be determined. The events were reviewed and documented accordingly. The insertable cardiac monitor remains in service, and no adverse patient effects were reported. The icm was explanted and returned for analysis.

Manufacturer narrative:
The supplemental report was submitted document the correct aware date 02/02/2026 (product returned) and the initial reporter's last name and email address were not provided. This information was requested by gfe. After the gfe attempts no response was received. The initial reporter's last name and email address was not provided.